Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and did not meet expected longevity. It was also reported that the physician suspected insulation damage on the right ventricular (rv) lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; unknown competitor lead, implanted: (B)(6) 2005. (B)(4).